Event description:
It was reported while removing the needle after completion of infusion, the needle did not return to its original position. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing the safety mechanism was confirmed and the cause was determined to be supplier related. The product returned for evaluation was one 22 ga x 0.75 in. Safestep infusion set. The investigation findings were consistent with misplaced or excess manufacturing adhesive, which bound the safety mechanism to the needle. The following observations were made during the sample evaluation: ¿ the needle shaft and safety mechanism were both examined and were determined to be undamaged and thus were not suspected to have contributed towards the event microscopic examination under uv light assistance revealed a white/clear adhesive-like substance on the needle shaft at the region where the safety mechanism would have initially rested. That material fluoresced under ultraviolet light, which was consistent with the adhesive used to assemble the infusion set. From this, it appeared that adhesive was deposited on the needle shaft during device manufacture. The device is a supplied component and the supplier was notified of the event. H3 other text : evaluation findings are in section h11.

Event description:
It was reported while removing the needle after completion of infusion, the needle did not return to its original position. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.